Event description:
Caller reported a malfunction on the pump, with a code identified as malf 0. Specific information regarding the impact on the customer¿s blood glucose level was unavailable as the caller declined to answer. Technical support provided guidance on resetting the pump, and after resetting, the same malfunction code did not recur. Customer was advised to continue using the pump and to call back if any further malfunction codes appear.